Manufacturer narrative:
Section b5: correction to infection resolve date. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Infection resolved on (B)(6) 2020.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Infection resolved on (B)(6) 2020. Wound was closed on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a major driveline infection (staphylococcus aureus) beginning (B)(6) 2020. Patient was hospitalized, had changes to medication, and had a temperature of 36.4 degrees celsius. There was surgical debridement on (B)(6) 2020 with vac-therapy antibiotics. The patient also had clostridium difficile and was treated with 14 days of antibiotics.